Event description:
It was reported by the patient that the pod's pink slide did not move forward indicating a needle mechanism failure. The patient states the pink slide looked blue. The blood glucose levels reached 323 mg/dl while wearing the pod for 1 to 4 hours on the infusion site (abdomen).

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.